Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and the customer complaint of an adc failure was verified but the customer complaint that unit shut down could not be duplicated. Alternating current (ac) power was connected and unit powered up and passed the power on short test (post). After several minutes, the adc failure message appeared on the screen. Unit was powered off and the rear cover was removed. A test control printed circuit board (pcb) was installed. The unit was powered up and passed post. It was then allowed to sit and the adc failure did not recur. Adc failure was isolated to a faulty component. The component was replaced. The customer control board was installed in the unit, powered up and it passed post. The unit was then allowed to sit for over an hour and ventilate for over an hour. The adc failure did not recur. The control pcb was replaced and the device passed all testing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use on a homecare patient, the ventilator kept alarming analog-to-digital converter (adc) failure. After the alarm showed on the display, the unit turned off by itself. The patient was removed from the ventilator and transferred to another ventilator without any reported harm.